Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information that was . The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on june 24, 2019. The device was reported to have functioned as intended during the procedure. The procedure was a left radial approach procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on july 19, 2019. The physician does not believe that the device caused or contributed to the event.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Expiration date - unknown due to unknown part number/lot number. UDI - unknown due to unknown part number/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. PMA/510(k)- unknown due to unknown part number/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient received r2p treatment for superficial femoral artery (sfa) stenosis on (B)(6) 2019. Post operation the patient presented stroke like symptoms. The patient presented with elevated blood pressure (bp) during the procedure of over 220mmhg systolic. Post operation the patient complained of headaches. Post operation day two, the patient continued to complain of severe headaches, memory loss, and vision impairment and presented to the emergency department (ed). The patient was ambulatory with no motor deficits. The patient received a computed tomography (CT) and magnetic resonance (mr), which confirmed infarct in the right occipital region. The patient has subsequently been discharged. It is also unknown if patient is asymptomatic. The procedure was outcome was successful. The patient condition is unknown.